Manufacturer narrative:
Add'l catalog #: 10091604.

Event description:
On (B)(6) 2011, we received an e-mail from a physician at children's hosp of (B)(6) that some reports are not showing as being marked as read after being verified, and some of the reports are also still showing the "preliminary" watermark even though they show as being marked as read. There are no reports of an adverse event. Upon investigation, we found that if a physician tries to sign the report after deleting a graph that resides in a table, the report fails to save. The affected report also remains as preliminary instead of verified as expected. Changes made to the report since last save are lost. This behavior does not occur if graphs are not in a table. The graphs were placed in a table for aesthetics. This issue has the potential of creating a situation where report info for treatment planning is not available if the physician does not realize the save failed. A customer safety advisory notice was created and will be distributed to all affected customers. A software patch will be developed and made available.